Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - boston scientific received information that atrial pacing thresholds and sensing were unavailable since the right atrial (ra) lead was dislodged as confirmed through x-ray. A revision procedure was scheduled to reposition the lead. Additional information received that the pacing was not able to capture during device check due to dislodgment. The lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The date of implant was not provided.